Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a peeled adhesive on the bending section cover and burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
Upon review of complaint record, it was noted the manufacturing date was inadvertently marked as 6/7/2009 instead of 6/29/2009.

Event description:
No new information provided by customer.